Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited under sensing. The patient did not experience any symptoms. The device was retested and the sensing was within range. The patient would continue to be monitored.